Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 7 mg/dl and was treated with food. The customer¿s other blood glucose was 150 mg/dl. The customer reported that the insulin pump and the wallet was missing. The customer reported that the insulin pump system was not been in use within 48 hours of reported low blood glucose event. The customer claimed that they had a seizure earlier and always had a seizure when they were having low blood glucose. The customer do not feel okay for troubleshooting for low blood glucose. The device will not be returned for analysis.